Event description:
It was reported that the customer was hospitalized for low blood glucose levels, with a reading of 33 mg/dl. It was reported that the customer set the insulin pump to military time, causing him to get the wrong basal rates at the wrong times. It was also stated that the customer may not be eating very much ever since being diagnosed with esophageal cancer. Troubleshooting was declined at the time of the call. Advised the caller to speak with the health care professional about the insulin pump programming. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.